Manufacturer narrative:
Age, weight and ethnicity: unknown as information was asked, but not provided. Date implanted: not applicable as there was no patient contact with the device. Date explanted: not applicable as there was no patient contact with the device. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the pre-loaded intraocular lens (iol) was opened and not used due to bent haptic, folding issues, scratched lens, and stuck in the cartridge; there was no patient contact. The procedure was completed using another lens with the same model and diopter size that was implanted in the patient's ocular dexter (right eye). The patient status was reported as recovered. No further information is available.

Manufacturer narrative:
Product investigation was completed, and the following fields were updated accordingly: section d-9: device available for evaluation: yes. Section d-9: date returned to manufacturer: 05-oct-2022. Section h-3: device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification revealed that the complaint handpiece was received disassembled, indicated by marks inside of the lens module consistent with a module that was removed from the handpiece. The handpiece was inspected, and no further issues were identified with the handpiece. The complaint lens was received inside of the cartridge. Additionally, the haptics of the lens could be observed to be unfolded; however, based on the fact that the customer disassembled the handpiece the unfolded haptics and the lens being stuck inside of the cartridge cannot be confirmed to be related to a device issue. The lens was removed from the cartridge and cleaned, revealing that there was a scratch on the optic near the trailing haptic. No further issues were observed with the lens. The complaint issues of dc-haptic damaged were not confirmed. The complaint issue of dc-folding issues and dc-stuck in cartridge could not be confirmed due to the disassembly of the complaint device. The complaint issue of dc-cosmetic issues was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the investigation results, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.